Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was delivery difficulty during implant of a pacing lead. The lead could not be advanced fully at the end of the curve near the tip of the catheter. "The situation of the kink was incapable to be confirmed in visual." The lead and catheter were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the kink was confirmed by visual inspection and resistance was encountered when trying to insert the catheter through the lead lumen.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The proximal conductor of the lead became extrinsically distorted due to kinking. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.